Manufacturer narrative:
The correct code is olo; this code is not listed in our MDR reporting database. We have made a request to our vendor for this code to be uploaded.

Event description:
It was reported that surgery was delayed due to an error message on the interface device.